Event description:
It was reported by the surgeon that the stem broke and was revised.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in the supplemental report.